Event description:
It was reported that one patient will be revised for vitallium rod fracture. Patient will be revised with an arthrodesis at 360 degrees (resume at posterior + arthrodesis by anterior). Breakage of vitallium rod occurred where the rod is the most curved (lumbar and sacral). Additionally they may have been broken vitallium rod on both sides of the arthrodesis.

Manufacturer narrative:
Method: device not returned; results: no device was received back, so testing and inspection could not be performed. However, it was confirmed that the devices were implanted for 18-24 months. It was stated in the event description that arthrodesis had occurred, which means that fusion was present. As these devices are only meant to support until fusion occurs, it can be seen that the device functioned as intended. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that one patient will be revised for vitallium rod fracture. Patient will be revised with an arthrodesis at 360 degrees (resume at posterior + arthrodesis by anterior). Breakage of vitallium rod occurred where the rod is the most curved (lumbar and sacral). Additionally they may have been broken vitallium rod on both sides of the arthrodesis.